Event description:
Pt had a cardiac catherization performed via right femoral artery, once completed a vascular closure device was used. A week later, a right leg angiogram was performed which showed complete occlusion of the right femoral artery at the angioseal deployment site. Pt needed or for revascularization of the leg and removal of closure device.